Manufacturer narrative:
This is 2 of 2 reports filed for this literature article.

Event description:
It was published in a photomedicine and laser surgery the results of a clinical study examining risk factors in a large cohort of patients who underwent reoperation after photo-selective vaporization of the prostate using 120w greenlight high performance system laser for treatment of benign prostatic hyperplasia. The study analyzed the clinical data from 630 men treated between april 2009 and december 2014. The following complications were reported in the article; 5 patients had developed bulbous urethral stricture and 8 had bladder neck contracture. This report is for the 8 reported bladder neck contractures.